Manufacturer narrative:
Customer facility phone number: (B)(6).

Event description:
Information was received indicating that a smiths medical jelco catheter was causing occlusion alarms. The jelco was bent making it impossible to put it in the patient. A different catheter had to be used on a new peripheral vein. There were no reported adverse events.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. No product sample was received; therefore, visual and functional testing could not be performed. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation.